Manufacturer narrative:
Follow-up # 1 ¿ (04/08/2014), the patient¿s meter and test strips have been returned on 3/21/2014 and 3/28/2014, respectively, and evaluated by lifescan product analysis on 3/27/2014 and 4/3/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay user/ reporter contacted lifescan (lfs) alleging her husband¿s onetouch ping meter was displaying inaccurately high readings compared to his usual readings and compared to another meter. This complaint was classified using the documentation from the customer care advocate (cca). The reporter stated about a month prior to contacting lfs the patient had readings which were in the ¿200, 300 and 400¿s mg/dl.¿ the reporter stated the patient¿s usual readings are below ¿200mg/dl¿. The reporter stated at 10pm prior to bedtime the patient tested and obtained a reading of ¿210mg/dl¿ and did not take any additional insulin. The reporter stated the patient uses insulin pump therapy to manage his diabetes. However the reporter stated the patient woke up 30 minutes later and told his wife he felt ¿clammy, sweaty and feeling bad¿ which he associated with low blood sugar. The reporter stated she immediately tested on a onetouch ultramini meter and obtained a reading of ¿43mg/dl¿. The reporter stated 5 minutes later, the patient¿s wife gave him a sandwich. The reporter stated 15-20 minutes later he felt better and tested on the ot ultramini meter and obtained a reading of ¿127mg/dl¿. At the time of troubleshooting the patient reported the meter was in the correct unit of measurement at the time of testing. The patient reported using the correct test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the reporter claims due to the alleged meter reading inaccurately, he was unable to control his blood glucose and developed symptoms suggestive of hypoglycemia and required assistance from a non medical third party.

Manufacturer narrative:
The patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.